Manufacturer narrative:
The returned cpu board was received for failure investigation. Previous investigations have shown ls1, the audio buzzer component on the cpu board built without a date code could be subject to cold joints within ls1, resulting in ls1 failing to sound.

Manufacturer narrative:
The manufacturer¿s international service technician inspected the device and could not duplicate the reported issue. The error code was found in the ventilator diagnostic report. As a precaution the manufacturer¿s international service technician replaced the central processing unit.(cpu). The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
Date of report: 21sep2021. (B)(6).

Event description:
It was reported that the ventilator while in use had a backup alarm failed error code. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. No patient information available.